Event description:
It was reported there was an over infusion of morphine. There was patient involvement however patient harm is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device operator. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of morphine was not confirmed during the review of the log or replicated during laboratory testing. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Alaris system maintenance results indicate that that the syringe module is performing as designed and passes all accuracy measurements. On (B)(6) 2025 at 8:44:39 pm the pcu was powered on, there were four (4) syringe modules attached at the pcu at that time, including the suspect device (sn: (B)(6), user selected ¿new patient¿. At 8:46 pm the syringe module was selected, the user selected bd plastipak 50/60 ml, then selected guardrails drugs and the drug selected was ¿morphine single¿, the infusion was programmed with a drug amount =2 mg, a diluent volume = 50 ml and a dose = 30 microg/kg/hr, with which the rate was calculated to be 16.5 ml/hr. The vtbi detected was 48.1395 ml and the syringe type was bd 50 ml. The infusion was started. One (1) minute later the syringe module was selected, user changed the dose, dose = 40 microg/kg/hr, the pcu calculated the rate = 22 ml/hr, the infusion was started. At 10:05 pm the unit was selected, channel off was selected and the infusion was stopped. Subsequently, the unit was selected, the user programmed an infusion with a drug amount = 22 mg, a diluent volume = 50 ml and a dose = 40 microg/kg/hr, with which the rate was calculated to be 2 ml/hr. The vtbi detected was 19.5658 ml and the syringe type was bd 50 ml. The infusion was started. At 10:10 pm the unit was selected, the user changed the dose, dose = 20 microg/kg/hr, the rate was calculated to be 1 ml/hr. The infusion was started. Two (2) minutes later the user selected ¿volume infused cleared¿. Ten (10) minutes later the unit was selected, the user changed the dose, dose = 40 microg/kg/hr, the rate was calculated to be 2 ml/hr. The infusion was started. At 10:55 pm the unit was selected, the user changed the rate = 22 ml/hr, the pcu displayed a message: ¿dose above maximum¿. User reprogrammed infusion, dose = 40 microg/kg/hr, the pcu calculated the rate = 2 ml/hr. The infusion was started. Six (6) minutes later the user selected ¿volume infused cleared¿. At 11:34 pm the syringe module was channeled off. The alaris system user manual v12.1.3 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris¿ syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.1.3 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported over infusion was not identified during investigation. The reported issue could not be replicated during laboratory testing or confirmed through review of the logs. Note that this report lists imdrf annex a040502, a0401, a1801, g02017, c23, c17, d11, d07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of morphine. There was patient involvement however patient harm is unknown.